Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed the complainant's experience of a perforation in the alexis® sheath. Based on the condition of the returned unit, it is likely that the reported event was caused by instruments that were used during the procedure. Engineering determined that the damage to the sheath was caused by the heat of an energy device. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: single incision hysterectomy. Event description: "half way through the case, surgeon noticed there were insufflation issues. After thorough inspection of the gelpoint platform, it was identified that there was a perforation in the alexis, near where it connected to the gelpoint platform." Patient status: no patient injury.